Event description:
It was reported that an ilet user experienced difficulty waking the device using the wake button, initially tapping rather than pressing and holding, after which the device did wake and a firmware update was completed; following the update, the device woke without issue, and the user was advised to record a video if the issue recurs. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical interventions. Investigation included customer education, remote troubleshooting, and a device firmware update. Investigation of this case revealed normal device function after software update and correct user operation when instructed to use the proper wake method, consistent with a transient usability and software-related interaction rather than a persistent hardware failure of the wake button. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the wake feature and corrected software state resolved by firmware update.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.